Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A field service engineer (fse) was dispatched to the user facility. During the inspection of the olympus electrosurgical generator esg-400, a e433 error code was found. There was no patient involvement.